Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 12:30pm on (B)(6) 2016. At this time the patient obtained a blood glucose reading of "79 mg/dl" with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal dosage of 23 units of levemir twice per day as well as humalog insulin on a sliding scale. The patient stated that a "couple of minutes" before the alleged product issue occurred they developed the symptoms of "blurry vision" and also had a "seizure." The patient stated that they were given food and/or drink by a non-healthcare professional at 12:30pm on (B)(6) 2016 in response to these symptoms. No further treatment was required and the patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.